Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive during a system firmware update, displaying a spinning circle for over 20 minutes, feeling warm to the touch, and failing to complete the update despite multiple restarts, app reinstalls, and attempts to pair with two phones; the device was ultimately replaced. Symptoms included hyperglycemia with a reported glucose of 380 mg/dl for approximately four hours, thirst, headache, dry mouth, and mild blurred vision. Outcomes included transition to subcutaneous insulin injections and continued cgm use, with no hospitalization or medical intervention reported. Investigation included remote troubleshooting, force restarts, app reinstallation, phone restarts, alternate phone pairing, and attempted firmware updates, which repeatedly remained at 0 percent. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.